Event description:
It has been reported to the co that during the procedure the gasket of this device leaked. Reportedly, following the placement of the guide catheter "blood spurted out through the valve". The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.